Event description:
It was reported implant embolization occurred. The procedure was aborted. A left atrial appendage (laa) closure procedure was being performed under transesophageal echocardiogram (tee) imaging and fluoroscopy. A 27mm watchman flx closure device was deployed, requiring 4 recaptures, and then implanted with 1/3-1/2 shoulder, tug test passed, 24 percent compression (although bad tee imaging quality was noted) and complete seal. About five (5) minutes after implantation, tee imaging noted the closure device embolized out of the laa and into the left atrium, then through the aorta. Arterial access was obtained, and an arterial retrieval procedure was performed to explant the closure device using a snare kit and a 19f sheath without any further harm to the patient. The patient is fully recovered. The physicians are currently in discussion to treat the patient with another watchman closure device in the future.